Event description:
A nurse reported a system message was displayed, during a procedure, and was unable to be cleared. A second illuminator and light source was used to complete the procedure. There was no pt harm reported. Add'l info was rec'd by the nurse indicating that the fluid/gas exchange was performed manually. The event caused a delay of 30 mins.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).